Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior/ posterior repair, enterocele repair, vaginal vault suspension and cystoscopy due to sui and pop. It was reported that following insertion the patient experienced infection and urinary/bowel problems. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient underwent multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/16/2016 additional information: age/date of birth, other relevant history.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary frequency, and interstitial cystitis.